Event description:
It was reported that a 33-year-old female patient required a rosch-uchida transjugular liver access set on (B)(6) 2022 for a transjugular intrahepatic portosystemic shunt (tips) procedure. Prior to patient contact, it was noted by the user that the black catheter was difficult to advance through the introducer. After removal from the introducer, "a wire drawing phenomenon was found in the sheath", or what they describe as "filamentous" matter was noted. A second attempt failed to advance catheter through same introducer. The procedure was completed successfully by using a new like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional customer information: phone: (B)(6). Customer occupation: "agent" for shenzhen inlife sci. Co.,ltd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex f) investigation ¿ evaluation a representative of shenzhen inlife sci. Co.,ltd. (China) contacted cook on (B)(6) 2022 concerning a rosch-uchida transjugular liver access set (rpn: rups-100: lot# 14383670). Prior to use on (B)(6) 2022, the customer stated that they had difficulty advancing the black catheter through the introducer. The customer described a wire guide phenomenon where a ¿filamentous¿ foreign matter was found in the sheath. The customer replaced the set with a new rups-100 set to complete the procedure. No adverse effects were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control procedures, and specifications, as well as a visual inspection, functional test, and dimensional verification of the device, were conducted during the investigation. One prior to use set was received by cook for evaluation. The reported failure was that it was difficult to advance the black catheter into the introducer. Even though it was possible to advance the black catheter fully into the introducer, a strong resistance was felt. Measurements of the ID of the introducer was found to be within specification. Excess glue was noted in the hub. With a borescope, the inner coil appeared to cause surface damage to the catheter just under the clear strain relief below the hub. The surface damage ran the full length of the black catheter. Per manufacturing and quality control specifications, the flaring was found to be out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and process checks were identified to ensure non-conforming material does not leave house. Cook also reviewed the device history record (DHR). The DHR for lot 14383670 recorded no non-conformances. The subassembly lot for the introducer catheter had relevant non-conformances. The non-conforming devices were scrapped, and the rest were inspected for additional non-conformances. The subassembly lot for the stiffener/catheter combo did not have any non-conformances. There is one additional customer complaint on this lot. The complaint was for a similar failure mode, and it was determined to be a manufacturing deficiency. There is no evidence of additional non-conforming material in house or in the field. Additional related lots were reviewed, and no related non-conformances or complaints were found. Based on the device master record, the device history record, and the device failure analysis, cook found evidence the device was manufactured out of specification. There is no evidence of additional non-conforming material in house or in the field. Cook also reviewed product labeling. The instructions for use (IFU) pamphlet, t_rups_rev4 packaged with the device contains the following relation to the reported failure mode. In the instructions for use section, it states: 5.) Insert the stiffening cannula into the ptfe catheter and introduce the catheter/cannula assembly over the wire into the introducer sheath, positioning the catheter/cannula assembly into the distal hepatic vein. Remove the wire. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a manufacturing deficiency. Lab testing showed that the flaring of the device was out of specification leading to the cause of this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.